Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via e-mail that the tampons fell apart inside her vaginal cavity and she has taken an unspecified antibiotic after discovering pieces of tampon were missing from the pledget after removal. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.